Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar instrument had trouble articulating. The procedure was completed with no reported injury.